Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion the spring guide wire(swg) kinked. Another device was used without issue. No patient injury or harm.

Manufacturer narrative:
Qn#(B)(4). One spring wire guide (swg) assembly was returned. A visual exam was performed and a kink was observed located 2cm from the j-bend. The customer also provided two photographs showing a swg protruding from the advancer. Biological material was observed on the straightening tube; no kink was visible. The swg length was measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A device history record (DHR) review was performed on the swg assembly and introducer needle and did not reveal any manufacturing related issues. The report that the swg kinked during insertion was confirmed by evaluation of the returned sample. The guide wire was observed to have one kink located 2cm from the j-tip. A DHR review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined.

Event description:
The customer alleges that during insertion the spring guide wire(swg) kinked. Another device was used without issue. No patient injury or harm.